Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a diffuse 50mm long lesion in the proximal to mid left anterior descending coronary artery (lad) with heavy calcification. A 2.5x28mm xience sierra stent was deployed in the proximal lad and a 2.25x15mm xience sierra stent was deployed at the mid lad; however, distal flow remained poor due to the diffuse lesion. A 2.25x18mm xience sierra was advanced to the distal part of the mid lad lesion; however, delivery was difficult due to the implanted stents and the stent became stuck with the calcified lesion in the mid lad. There was no damage to the implanted stents. An attempt was made to remove the 2.25x18mm stent delivery system, but the stent dislodged. Due to the stent dislodgment, the patient was transferred to a cardiovascular hospital where the dislodged 2.25x18mm stent was successfully deployed at the target lesion in the distal lad using an unspecified balloon dilatation catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The xience sierra everolimus eluting coronary stent system instructions for use (IFU) states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent during placement of the distal stent, and reduces the chances of damaging or dislodging the proximal stent. It is possible the IFU deviation may have caused or contributed to the reported stent dislodgement. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the previously deployed stent while attempting to cross the stent distally causing the reported failure to advance. The device was then removed. But met resistance with the difficult anatomy and/or previously implanted stent causing the reported difficulty to remove and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.